Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found there was residual fluid or foreign matter will come out of the forceps channel. The curved rubber adhesive was missing. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of normal state due to the elongation of the angle wire. Scratches were found on multiple parts on the outside of the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported there was an anomaly inside the channel of the evis lucera gastrointestinal videoscope. The customer noted there was recurrence of pistol acrylic remaining in the channel. The issue was found during reprocessing the scope for a sclerotherapy with endoscopy therapeutic procedure. The procedure was completed with the scope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found that dirt came out from the tip due to damage to the suction channel inside of the operation part. The dirt that was difficult to remove was found on the tip cover due to insufficient cleaning. The report is being submitted due to dirt coming out of the tip due to damage and insufficient cleaning.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Abnormality inside the channel was confirmed, however, the cause of the event could not be specified. Reprocessing at the user facility was also reviewed as part of the investigation and it was determined that the reprocessing was performed according to the instruction manual. Events such as this can be reduced by users performing reprocessing according to the instructions for use (IFU) continuously. Olympus will continue to monitor the field performance of this device.